Manufacturer narrative:
(B)(4). Concomitant products: zimmer biolox head: catalog #: 00877503602, lot #: 2870271. Zimmer femoral stem: catalog#: 00771100920, lot# 63374437. Zimmer liner: catalog #: 00630505636, lot #: 63361261. Zimmer shell: catalog #: 00620205620, lot #: 63208174. Zimmer bone screw: catalog #: 00625006525, lot #: 63535916. Zimmer bone screw: catalog #: 00625006520, lot #: 63481125. Zimmer bone screw: catalog #: 00625006530, lot #: 63566049. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500 a will be submitted.

Event description:
During insertion of an acetabular screw, the screw fractured above the threads. The broken piece was loose while the threaded portion of the screw stayed implanted. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The head of the screw fractured and was removed, however the body of the screw remains implanted in the patient. Complaint operative notes were evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During a total hip arthroplasty procedure while the surgeon was inserting a acetabular screw it fractured above the threads. The broken piece was loose and removed while the threaded portion of the screw stayed implanted. No adverse events were a result of this malfunction.